Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited c-cover had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the c-cover had a burn due to high energy endo therapy accessories (laser, radiofrequency, etc.) Were used without sufficient distance from distal end. The event is detectable and preventable by handling device in accordance with the following IFU. Instructions pcf-h290tl/I operation manual chapter 3 preparation and inspection : 3.3 inspection of the endoscope. Instructions pcf-h290tl/I operation manual chapter 4 operation: 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.